Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia valve, there was difficulty advancing the valve into the 16f e-sheath plus. The sales rep instructed to make the skin nick larger, and the valve and delivery system were able to advance, eventually exiting the e-sheath. Valve alignment was performed without any issue. However, when traversing the aortic arch, abnormality in the ventricular side of the valve was noticed. It appeared as a tyne (tine) on the ventricular side of valve was bent outward. At this time, it was decided to bring the valve and delivery system back to the e-sheath. The valve was pulled into the e-sheath and removed as 1 unit. A new 16 fr sheath was prepped and inserted into the patient. When the delivery system and valve were removed, a hole was noted in the non-expandable portion of the e-sheath. The surgeon then performed an angio, and a perforation was noted in the patient's common iliac. A vascular surgeon was called, and the decision was made to stent the common iliac. While doing post stent images, it was noted that there was an aortic dissection of the entire descending aorta. Patient was sent for a computed tomography scan and planned to be prepped for surgery tonight. Patient remains stable at this time and no valve was deployed. Upon follow up, it was found that there were issues withdrawing the delivery system back into the sheath and there were push force issues pushing the delivery system through the e - sheath.